Event description:
Rptr noted posterior capsule tear occurred during cataract surgery. Found unit was not functioning properly in vit mode (no vacuum). Changed out 1006 probes, then switched out unit and it was still not working properly. Completed anterior vitrectomy manually, implanted intraocular lens and cancelled remaining cases. Pt recovering well.